Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, while the surgeon was deploying the fixation device into the bone hole, a portion of the anchor broke away along with a portion of the distal tip of the inserter. All was retrieved and the surgeon used another same device to complete the procedure successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and visually evaluated. The device is in a condition that can only be attributed to user mishandling. A portion of the device's distal tip, approximately 0.4375" or 11 mm is broken off. The end of the inserter shaft is bent, twisted and malformed in several directions. We attribute the root cause for the device's condition to mishandling, a user technique. No further action is warranted.